Event description:
It was reported that the physician contaminated the sterile back table. A new companion sheath was opened to complete the case. No patient harm was reported.

Manufacturer narrative:
The device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.